Event description:
Report stated "vaginal laceration was found after the use of koh-efficient 3.5 cm" injury to patient indicated. Hemostatic suture on corresponded part of vaginal laceration indicated as medical intervention. Product discarded. Kc-rumi-35 koh-efficient rumi 3-5cm e-complaint-2022-05-0000403.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition.

Manufacturer narrative:
Investigation x-initiated manufacturer's investigation x-no sample returned x-review DHR *analysis and findings distribution history the complaint product was manufactured at csi on 07/27/21 under work order 306220. Manufacturing record review DHR - 306220 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history record not applicable to this product. Historical complaint review a review of the 2-year complaint history showed one similar reported complaint condition. The unit for the complaint was not returned, so a definitive root cause could not reliably be determined. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause no definitive root cause for this issue could be reliably determined at this time, as the product was not returned for evaluation. A DHR review did not indicate any non-conformances related to the complaint condition. The products manufactured in this lot underwent both in-process and qc inspections, and no issues were found that could have attributed to the complaint condition. *correction and/or corrective action / *preventative action activity coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time.

Event description:
Report stated "vaginal laceration was found after the use of koh-efficient 3.5 cm" injury to patient indicated. Hemostatic suture on corresponded part of vaginal laceration indicated as medical intervention. Product discarded. 1216677-2022-00164 kc-rumi-35 koh-efficient rumi 3-5cm e-complaint-(B)(4).